Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question on (B)(6) 2017 from reports that had been supplied from the customer site via email, and determined that they appeared consistent with the instrument result outputs. An immucor field service engineer (fse) visited the customer site on (B)(4) 2017 to assess the testing instrument, and the fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2017, a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 on a galileo instrument, when tested on (B)(6) 2017.